Event description:
Healthcare professional reported a right side deflation. Healthcare professional additionally reported fold and hole on the patch side. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation, exchange, folding.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6 device evaluation: the device related to the reported event of deflation and crease/folding of implant was received on (B)(6) 2022 with lot number 3505153. Based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed, an opening on patch/shell bond edge side assessed as unidentified (tear) opening (shell thickness within specification). ¿ crease/folding of implant: crease flat observed on the device. Additional observations: ¿ wear abrasion is observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported a right side deflation. Later healthcare professional reported crease / folding of implant. Device has been explanted and replaced.